Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ catheter y 20gax1.16 in had blood leakage at junction of tubing and y-connector.